Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent kyphoplasty at l4. During procedure,the high pressured balloons had a difficult time getting down the trocars. The balloons also didn't expand or fit down the cannula. The products did not come in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review did not identify material damage. Complaint return ibt¿s returned not in original manufacturing condition, as these instrument are designed to be a single-use. Associated cannula not returned for analysis. Unable to evaluate the instrument¿s condition as received by the doctor. Unable to determine root cause of the foregoing event from the available information. The ibt¿s were received in a condition unsuitable for analysis.